Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units power cable is unable to be pulled out. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9,e1(event site state - nt),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10,h11. Corrected fields - d5,e2,e3,g2. A getinge field service engineer (fse) remarked the issue as -customer reported ac power cord cannot pull out. Fse confirmed the issue was after reach on-site and check the power cord fixed and cannot extension. Fse fixed the power cord retracter and check all the functions. The power cord problem solved and device passed performance according to factory specifications. Device was given to customer and cleared for clinical use.